Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Remote service engineer (rse) performed analysis and concluded that detector had been dropped by the customer. The logs indicated a heavy shock registered in the detector's shock log. There was no physical damage to the detector. After restating the detector, the system working fine. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that detector was dropped. The device was in clinical use and there was no patient or user harm. Additional information received and found that heavy shocks were recorded in the detector shock log.